Event description:
It was reported that the device was used during a low anterior resection. The adjusting knob would not move into the green firing zone. After firing the device, the surgeon noted that the tissue was cut, but the staples were malformed. The surgeon placed a colostomy to complete the procedure.